Manufacturer narrative:
A good faith effort (gfe) attempt was made to obtain additional details about the event, the outcome of any device evaluations, and potential causes of the alleged audio failure; no additional details were provided. It is not known what specific audio failed or if the device displayed an inoperative (inop) message at the time of the event. No device event logs, or configuration were available for review. Due to insufficient information, philips was unable to conduct functional analysis of the device; therefore, the reported problem could not be confirmed.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they were not receiving audio from the device. It is unknown if the device was in clinical use at the time the issue was discovered. No adverse event or patient harm was reported.